Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the pump black box data verified that voltages were steady with no sudden drop prior to the reported temperature event. During investigation, the pump electrical current draws were within specifications; no evidence of moisture was observed in the battery compartment or inside the pump. Ower flex and components were inspected with no defects found. The pump was successfully run on a 24-hr basal program with no reboots, power loss or overheating occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the original complaint, investigation revealed a cracked battery compartment and dim, discolored display. The returned battery cap was stripped and was unable to fully tighten. The battery was not returned. The allegation of a temperature issue was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged the pump was overheated; the battery was "red hot" after it was removed from the battery compartment. The battery was reported to be (B)(6) ultimate lithium aa (1.5 v). Sent from animas. The pump was reportedly beeping at the time the overheating occurred. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.